Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6) product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure using the evolutfx-34 valve, the patient was undergoing the procedure due to severe aortic stenosis with low flow and low gradient, with an aortic valve area of 0.86. The valve was loaded and checked under fluoroscopy. Subsequently, crown overlap slightly passed node 3 was observed. Therefore, the valve was inserted and deployed. During deployment, upon reaching the ¿system crack point¿, an infold occurred. As a result, the valve was recaptured, and the system was withdrawn from the patient. A second valve was loaded, and upon evaluating the valve, an infold to node 2 was observed. The valve was deployed without complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter valve replacement procedure using the evolutfx-34 valve, the patient was undergoing the procedure due to severe aortic stenosis with low flow and low gradient, with an aortic valve area of 0.86. The valve was loaded and checked under fluoroscopy. Subsequently, crown overlap slightly passed node 3 was observed. Therefore, the valve was inserted and deployed. During deployment, upon reaching the ¿system crack point¿, an infold occurred. As a result, the valve was recaptured, and the system was withdrawn from the patient. A second valve was loaded, and upon evaluating the valve, an infold to node 2 was observed. The valve was deployed without complications. No patient complications have been reported as a result of this event. Additional information was received to report the valve load was performed by an inexperienced valve loader. During the case, a misload was not identified during fluoroscopic inspection of the first valve load; however, fluoroscopy was re-reviewed with hospital staff and a misload was identified and characterized as a valve frame overlap to node four. The misloaded delivery catheter system (dcs) and loaded valve were inserted into the patient and upon initial deployment to 80%, the infold was visible via fluoroscopy. The system and valve were withdrawn from the patient. Following loading of the second dcs and valve, fluoroscopic inspection confirmed a good load. It was also clarified an infold did not occur with the second valve. Per the physician, the patient's calcified native annulus may have contributed to the infold in the frame of the first valve.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Eval code method (was added) and eval code result (was updated) product analysis: the suspect valve was discarded by the facility and; therefore, unable to be analyzed. However, two procedural cine images were submitted to medtronic for review. Additionally, the patient's executive summary was provided for anatomical considerations. Review of the fluoroscopic inspection of the valve load showed a misload with an overlap at node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the device instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. According to the reported information, a misload was not detected during the fluoroscopic inspection; the misloaded system was inserted into the patient and deployed to the point of no recapture. No procedural images of the valve deployment or infold were provided. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Conclusion: the investigation is in progress. Corrected data: d. Suspect medical device 6a and 6b. The initial medwatch erroneously reported an implant and explant date. This suspect valve was not fully deployed; therefore, an explant did not occur. The valve was simply recaptured into the dcs and withdrawn from the patient. With submission of this report, let the information reflect there was no implant or explant of this valve (serial number (B)(6)).(B)(6). Initial reporter first name. The initial medwatch was submitted with an incorrect initial reporter name. With submission of this report, let the information reflect the correct name of the initial reporter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.